Event description:
Reporter from the us reported a broken spiral router. The device was used in surgery. It is known that there was no patient/user injury. It is unknown if there was medical intervention. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
(B)(4) evaluated the device, and the reported problem was confirmed. The cutter flutes were observed to be loaded with bone fragments and tissue, and therefore the device would not be able to remove bone at the same rate. This is indicative of a lack of sufficient irrigation during use. Additional (excessive) force would cause the cutter to deflect to the point where it came into contact with the dura guard, causing the burr to fracture. (B)(4).